Event description:
Two to three centimeters of the fine rigid green plastic was found coming out of a micro suction tip after the patient had been suctioned out during a micro dl with laser surgery. At the time anesthesia was using the hunsaker mon-jet ventilation tube made by medtronic, however the tubing does not seem to match. The tubing of unknown origin and patient having a chest x-ray post-op as per surgeon. Chest x-ray done in pacu and read negative for foreign body.